Event description:
It was reported that while using bd vacutainer® luer-lok¿ access device holder with pre-attached adapter, there were missing labels on two boxes. No patient impact reported. The following information was provided by the initial reporter: "2 bx couldn't be used due to missing labels."

Manufacturer narrative:
H.6. Investigation summary: "material #: 36490200. Lot/batch #: 3030769. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing case label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing case label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® luer-lok¿ access device holder with pre-attached adapter, there were missing labels on two boxes. No patient impact reported. The following information was provided by the initial reporter: "2 bx couldn't be used due to missing labels."